Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm and button error alarm. Customer's blood glucose was 120 mg/dl. Device buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to moisture damage on keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. Time advanced properly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.